Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, separating the pulse wire connection in the distribution node. The cause of the messages was the damaged pulse wires. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing frequent adjust belt and check belt messages.